Manufacturer narrative:
The field service engineer replaced valves and a probe. Probes were adjusted. Teflon tubes on the ise unit were cleaned. The gear pump pressure was checked. Precision studies were performed and the results were very good. This event occurred in (B)(6).

Event description:
The initial reporter stated they have been experiencing ongoing issues with questionable patient results tested with ise indirect na, k for gen.2 on the cobas 6000 c (501) module. The issue started occurring in may after preventive maintenance was performed on the analyzer. The reporter provided an example of one patient sample with discrepant na and k results. No incorrect results were reported outside of the laboratory. No units of measure were provided for the na and k values. All other assays tested on the sample had correct values. The sample initially resulted with an na value of 188, which repeated as 139. The sample initially resulted with a k value of 6.82, which repeated as 4.30. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.